Event description:
It was reported that an anchor c 3.5mm self tapping screw was inserted too deeply and passed through the locking mechanism of the cage into which it was being implanted. Surgery was successfully completed without adverse consequence to the patient.

Manufacturer narrative:
Visual: returned cage and two screws are intact. Two locking rings on the screws are intact. Functional: both screws were inserted and locked into the cage without any issues with a use of a sample screwdriver and a sample inserter. Difficult assembly was not confirmed when testing outside of patient's body. However in vivo functionality cannot be tested. Device and complaint history records were reviewed for this lot, and no relevant manufacturing issues or similar complaints were identified. Surgical technique indicates: the inserter may separate slightly from the cage throughout the procedure. A gap between the cage and inserter may result in improper seating of the screw. Prior to screw insertion, ensure the inserter is flush to the cage. To ensure proper depth and adequate locking when using the awl, drilling, or locking bone screws, use of a free hand technique is strongly discouraged. Use of the guide/inserter tip or low profile inserter is required. The root cause of the reported event cannot be determined concussively as both screws and the cage functioned as intended when tested outside of patient's cavity. Potential root causes: challenging patient's anatomy, inadequate preparation of screw hole, inserter incorrectly aligned with cage - may cause inserter loosening during surgery, gap between the inserter and the cage.

Event description:
It was reported that an anchor c 3.5mm self tapping screw was inserted too deeply and passed through the locking mechanism of the cage into which it was being implanted. Surgery was successfully completed without adverse consequence to the patient.